Manufacturer narrative:
Corrected data: f10, h6. Reference (B)(4).

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported by our affiliate in (B)(6), an access vessel dissection occurred. During a transfemoral tavr procedure, percutaneous transluminal angioplasty (pta) with an 8 mm balloon catheter was performed. A 14fr. Esheath was then inserted into the right femoral artery without resistance. During the insertion of a commander delivery system and 23mm sapien 3 valve, the delivery system got stuck in the external iliac artery (eia). The esheath and delivery system/valve were withdrawn as a unit. A ¿small¿ dissection was observed in the eia following device removal. The decision was made that the procedure would be continued without treatment. An 18fr. Non-edwards sheath was inserted and a new commander delivery system and sapien 3 valve were advanced through the sheath and ¿uneventfully¿ deployed in a targeted position. Following the removal of the non-edwards sheath, the dissection was treated with a viabahn stent graft. The access vessel minimum luminal diameter (mld) measured 4.2mm x 5.8mm. Mild vessel calcification and mild vessel tortuosity were reported. It was noted that the eia curved forward (toward the ventral side) around the dissection site and there was ¿some¿ calcium on the dorsal side of the curved vessel. Per medical opinion, the calcium likely caught in the expanded seam of the esheath and blocked the delivery system advancement. All devices were prepared in a ¿standard¿ manner. The initial delivery system/valve and esheath were discarded by the facility following the procedure. The second sapien 3 valve remains implanted in the patient.

Manufacturer narrative:
Additional information: section : evaluation codes; section : narrative text. According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. The commander delivery system and esheath were not returned to edwards lifesciences for evaluation. Without the devices visual inspection, functional testing and dimensional analysis could not be performed. Review of the imagery, patient¿s 3meniso report, provided by the site revealed multiple points of vascular calcification, along with tortuosity. Small access vessel mld was also noted (4.2mm x 5.8mm). Lot history review revealed no other similar complaints for sheath shaft resistance with delivery system. Complaint history review from march 2018 through february 2019 for the edwards 14fr esheath revealed other similar complaints for sheath shaft ¿ resistance with delivery system with returned devices. No potential manufacturing non-conformances were found in the similar complaints. Available information suggested patient/procedural factors may have contributed to the reported events. A review of the complaint history revealed that the occurrence rate did not exceed the february 2019 control limit for the appropriate trend category. The device history records (DHR) review did not reveal any manufacturing related issues that would have contributed to the complaints. Review of the device IFU, prepping manual and training manual did not identify any IFU/training deficiencies. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. During the manufacturing process, the esheath undergoes multiple 100% visual inspections. The sheath is inspected for wrinkles, kinks, bends, surface defects, cuts, cross linking across the liner, delamination, seam separation, stress lines in the liner and the presence of the c-marker band. The inspections are 100% repeated on the completed sheath assembly. Additionally, product verification (pv) testing is performed on each lot based on a sampling plan. All samples passed the pv testing. These inspections during the manufacturing process support that it is unlikely a manufacturing nonconformance contributed to the reported events. In this case, the complaint for sheath shaft ¿ resistance with delivery system was not able to be confirmed since the devices were not returned for evaluation and no imagery of the case was provided for review. Due to the unavailability of the devices, visual, functional and dimensional testing was not able to be performed. As a result, a manufacturing non-conformance was not able to be identified. A review of the manufacturing mitigations in place supports that the sheath has proper inspections in place to detect issues related to the reported event. Although the exact cause of the reported event cannot be determined, patient factors (less than adequate access vessel mld, calcification, tortuosity) may have contributed to the resistance encountered during the advancement of the delivery system through the sheath. Procedural factors (manipulation of the devices), may have contributed to the dissection observed in the eia following the removal of the delivery system and sheath and subsequent placement of a vascular stent. The procedure was successfully completed using a new delivery system and valve and a non-edwards sheath. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.